Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. As received, the insertion handle was returned with marks/scratches on the surface finish. The handle, and the grooved location used for sliding the cap, were worn. Both presented some damage along the tops, edges , grooves and on top of the insertion handle. The dimensions measured were within specification. However, not all relevant features could be checked. Therefore, the root cause could not be determined from a manufacturing standpoint. Placeholder.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon was attempting to place a 5.0mm locking screw distally and the screw missed the nail. The surgeon removed the locking screw and the instruments, and placed the screw free-hand, adding approximately 30 minutes to the procedure time. The procedure was completed with no adverse effect to the patient.

Manufacturer narrative:
Corrected data: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011 original data submitted was incomplete: a review of the device history records was performed and no complaint related issues were found. As received, the insertion handle was returned with marks/scratches on the surface finish. The handle, and the grooved location used for sliding the cap, were worn. Both presented some damage along the tops, edges , grooves and on top of the insertion handle. The dimensions measured were within specification. However, not all relevant features could be checked. Therefore, the root cause could not be determined from a manufacturing standpoint.

Event description:
This is report 2 of 2 for file (B)(4).